Event description:
It was reported that the interbody device was explanted due to post op pain. It was also found that the device was subsided. The implant level was at l5-s1. No other patient complications were reported.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.